Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting no capture in unipolar and capture in bipolar at 3 volts at 1.0 milliseconds at implant. The patient was experiencing pain and it was believed that the lead had perforated through the heart wall. The lead was extracted and a new lead was successfully implanted. No additional adverse patient effects were reported.